Event description:
Customer reported that: "valve would not open". Additional information received from the sales rep on (B)(4) 2012, revealed that this occurred intra-operatively without any adverse consequences to the patient and/or significant delay in surgery (less than 30 minutes). Another valve was used to complete surgery. Please send a warranty replacement to the sales rep. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that no root cause could be determined as the problem reported by the customer could not be duplicated, the valve functioned correctly. It is possible that during the flushing process before implantation, the siphon guard was activated and giving the impression that the valve was malfunctioning. An excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain, but this could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaint. At the present time this complaint is closed.